Event description:
Customer reported erroneous differential results were obtained for one patient when using the coulter lh 780 hematology analyzer. There were instrument generated flags with the differential results. Erroneous test results were released out of the laboratory. The physician questioned the lab results and requested a manual differential. The test results were determined to be erroneous based on the manual differential results that had increased eosinophil%. Corrected reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 3 of 3 events reported by this customer for this patient tested over 3 consecutive days.

Manufacturer narrative:
Sample was less than 1 hour old and stored at room temperature. The instrument was performing within quality control specifications. Flagging preferences were set to 2222, which is mid-level for all flags. On (B)(4) 2008, the field service engineer verified instrument operation. Review of the raw data indicated the eosinophil population was overlapped with the neutrophil population, without a clear separation. The algorithm needs a clear separation in order to identify the two populations distinctly. The root cause for the erroneous differential is lack of clear separation between the eosinophil and neutrophil populations. The unit gave instrument generated messages for the differential parameters. Per product labeling, instrument generated messages alert the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00849, 00850.